Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained ventricular oversensing (nsvo) due to noise was noted on rv lead. The noise was not reproducible and the lead functioned normally. The vibratory notifier for nsrvo was turned off. The patient will continue to be followed.

Event description:
New information received notes that programming changes were not made. The patient condition was stable.

Event description:
New information notes that another instance of lead noise was noted. Programming changes were discussed to reduce the likelihood of future oversensing. Defibrillation threshold testing (dft) was also suggested along with the recommended programming changes. No further information is available at this time.